Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
"There was leakage from the one-valve tubing as the photo showed. The doctors exchanged another one." (B)(4).

Event description:
Ref.: #(B)(4), customer ref.:(B)(4).

Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Since maquet cardioplumonary gmbh is aware of similar incident, the sample return was not needed.the investigation was performed based on the investigation of received complaint pictures.the received picture clearly shows that there is a leakage between the nodop tube 70104.5749 and adapter tube 70105.2890. Based on this the failure could be confirmed.device history record review was performed and no references were found which are indicating a nonconformance of the product in question.sap database trend search was performed (material 70105.0111,failure code: 0129 leak from the one way valve tubing)which came to following results:no additional complaint was recorded since the last 12 months.based on the sales figures of the last 12 months following occurrence rate has been calculated: (B)(4), which is below 1%.due to this information no systemic issue could be determined.besides that mcp tr has been initiated a corrective and preventive actions,based on several complaints showing the same symptoms with different material numbers than the one in this complaint,in order to determine the root cause and initiate further actions to determine corrective actions for the failure.as a corrective action, CAPA(B)(4) has been already initiated to address the appropriate corrective/preventive actions.the adapter with the article number 70105.2890 line is already involved in CAPA (B)(4).a new material/reducer was supplied and the new material will be used instead of this adapter in the scope of CAPA (B)(4).the data is also being handled through a designated maquet trending and applicable investigation process.due to this no further investigation initiations will be completed at this time.